Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the right ventricular lead exhibited loss of capture and low sensing. A chest x-ray confirmed that the lead was dislodged and pulled back into the right atrium. The lead was extracted and replaced. The asymptomatic, non-dependent patient was stable.